Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char and signs of melting at the output window; the metal cap adhesion location exhibits burnt glue. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 395,022 joules, fiber tip activity was noted every 30 seconds. The procedure was completed with a second fiber. Patient "ok, no harm" reported. Gland volume: 54 ml. Time expended: 8:56 minutes.